Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that treating brain bleed with high fever. Hypothermia therapy. They have been received alert 52 extended period of cold water. Arctic sun device had alerted 5-6 times. Patient temperature was 99.9f targeted temperature was 99f water temperature was 41.4f. Only 2 pads were placed when therapy began the other day. Discussed importance of coverage when managed patient temperature. They encouraged to add thigh pads and universal pad to exposed abdominal area. Noted device was working overtime to try to get the patient to targeted temperature and the device was alerted to encourage them to do diligent skin checks according to their protocol. Nurse stated they will add the additional pads and call back with any additional questions or concerns. As per follow up information received on 05sept2023 it was reported that the patient was a male, not other identifying information could be provided. Therapy was completed without impact to the patient. Mis advised the nurse to properly place pads on the thighs and abdominal area. Device began to work properly. The unit was not sent to biomed.

Event description:
It was reported that treating brain bleed with high fever. Hypothermia therapy. They have been received alert 52 extended period of cold water. Arctic sun device had alerted 5-6 times. Patient temperature was 99.9f targeted temperature was 99f water temperature was 41.4f. Only 2 pads were placed when therapy began the other day. Discussed importance of coverage when managed patient temperature. They encouraged to add thigh pads and universal pad to exposed abdominal area. Noted device was working overtime to try to get the patient to targeted temperature and the device was alerted to encourage them to do diligent skin checks according to their protocol. Nurse stated they will add the additional pads and call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.